Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received the fairly deep scratches all over screen and also haziness all over screen as well as buttons was not responsive sometimes and takes 3 to 4 attempts to turn off alarms at times and sounded louder than usual. The customer¿s blood glucose was unknown. Customer stated that the buttons unresponsive sometimes, takes 3-4 attempts to turn off alarms at times and ability to read what was on the screen. Customer also stated that they also received rejected battery. The insulin pump will not be returned for analysis.